Event description:
It was reported that the patient had high lead impedance and low output current. No known intervention has been taken and the device remains on. It was confirmed that the patient has not experienced any recent trauma or manipulation to the area. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the patient had a battery replacement and their physician's are considering it a premature end of life battery. Since high impedance was previous seen and reported, a quicker depletion of battery is expected. As the suspect device of the high lead impedance is the patient's lead, the return and analysis of the explanted generator is not supplemental to this report. No other relevant information has been received to date.